Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheters' needles would not retract when the button was pressed. The following information was provided by the initial reporter: "the needles sometimes do not go into the plastic guard when you press the button. The needle shoots up inside the person's arm instead."

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheters' needles would not retract when the button was pressed. The following information was provided by the initial reporter: "the needles sometimes do not go into the plastic guard when you press the button. The needle shoots up inside the person's arm instead.".